Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of guidezilla fell off. Upon preparation, it was noted that the tip of the guidezilla¿ guide extension catheter fell off. The device was not entered into the patient. No patient complications were reported and patient's status was stable.